Manufacturer narrative:
The cobas pure e 402 analytical unit serial number is (B)(6). The patient sample was requested for investigation.

Event description:
The initial reporter received a questionable elecsys troponin t hs results for one patient sample tested on a cobas e 402 analytical unit. The result at 2:53 am (t0 hour patient sample) was 16.5 ng/l. The result at 4:02 am (t1 hour patient sample) was 43.3g/l. The rerun of the patient samples from the analyzer and a cobas e 801 analyzer produced similar results. The t1 hour patient sample's high-sensitivity troponin I result from another platform was 17.09 ng/l (negative).